Event description:
The patient contacted baxter's technical service center regarding a system error (se), which occurred on the homechoice pro (hcp) during use during initial drain. The patient was connected. The patient stated they had connected and then realized that the hcp had not been through prime yet. The patient proceeded to disconnect and replace the blue cap on the patient line. The patient let the hcp go through prime and then reconnected. The patient received a se 2240 when they started the therapy. The baxter technical service representative (tsr) explained the alarm and had the patient cycle the power. A se 2367 occurred. The tsr explained the patient would need to set up with new supplies. The tsr reviewed the proper procedures per the user manual with the patient and informed the patient if they ever realized they were connected during prime they should start over with new supplies. The patient understood and would set up with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported event. The rn stated they had not been made aware of the patient's actions or the se. Baxter product surveillance informed the rn that the patient had connected before priming, disconnected, put the cap back on the patient line, primed, connected, and then received the se. Baxter product surveillance recommended reviewing proper procedures with the patient. The rn stated the patient had a review of the proper procedures that day. The rn stated the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.